Event description:
It was reported that while in the cath lab, the md inserted the catheter (insertion site is unk). While injecting the contrast agent (oypalomin 370) at 20ml/sec, the balloon burst approx 50cm from the catheter tip. As a result, the md removed the catheter and replaced it with another berman catheter. There was no reported pt death or injury. Medical/surgical intervention was not required. The amount of time the therapy was delayed is "unk." The second insertion was a success and the pt outcome is listed as "good."

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.